Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided the reported unintended movement associated with clip opening while locked appears to be related to patient conditions and due to thickened leaflets. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and thickened leaflets. An xtw clip (30807a1039) was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 to 50 degrees. It was noted the clip remained stable on both leaflets. To further reduce mr, a second xtw clip (30816a1030) was inserted and deployed on the mitral valve. However, after deployment, this clip also opened to roughly 40 to 50 degrees. The physician stated this clip was stable as well and no additional clips would be implanted as mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.